Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported she needed to press much harder than usual on the buttons of the pump to get them to respond over the weekend. Patient stated they have stopped responding to any button presses at all today. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.